Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 4.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent strut was buckled and was flexed by vascular lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 4.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent strut was buckled and was flexed by vascular lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.